Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The hospital nurse reported via phone call that the customer the insulin pump has a partial display anomaly. The customer¿s blood glucose was 154 mg/dl at the time of incident. The nurse stated that the insulin pump screen was dark and hard to read the display. The nurse also mentioned that the insulin pump battery has been replaced and did not resolve the issue. The customer's hospitalization was not diabetes or insulin pump related. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with missing segments/dark screen/vertical lines due to cracked lcd zebra connector. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.